Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a power error detected alarm. Blood glucose level was 250 mg/dl at the time of the incident. It was stated that the error has been happening for months now. Troubleshooting was performed. The insulin pump will be replaced.

Manufacturer narrative:
Device received with power error alarm due to electrical board connector resistance issue.